Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unrelated reason. It was discovered that the right atrial lead had become dislodged. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.